Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had multiple pre-syncopal events. I was also reported that there was right atrial (ra) exhibited far field oversensing, resulting in inhibition of ventricular pacing. It was further reported that there was oversensing and over sensing of noise on both ra lead and rv lead. The rv lead sensitivity was urgently reprogrammed. The ra lead was reprogrammed, with possible ra lead and rv lead revisions in the future. No further patient complications have been reported as a result of this event. (B)(6) 2021 it was further reported that the implantable pulse generator (ipg) was oversensing in ventricle. Ipg was reprogrammed and remains in use.